Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's reportable malfunction was confirmed. In addition, the following reportable malfunctions were found during the device evaluation [error e105 (lightning lamp error) coming on monitor screen]. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to printed circuit board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center's front panel led was blinking, not working properly. The issue occurred during maintenance. There were no reports of patient harm.